Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (enterobacter cloacae complex) was meropenem is sensitive while ceftolozane/tazobactam was resistant. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k181665, k173252, k190905, k163637, k173523, k033458, and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this complaint is for low mic meropenem (mem) with enterobacter cloacae complex when using phoenix panel nmic-306 (catalog number 449292) batch number 4353531. The customer did not provide panel returns or isolates but provided phoenix generated lab reports for the investigation. The lab reports show low mic results for mem with enterobacter cloacae complex when using the complaint batch. To investigate, retention panels of the complaint batch were inoculated with in house isolate enterobacter cloacae complex enf 13283 and placed in a phoenix m50 to evaluate for mem mic results. Next, control panels of the same material but different batch were inoculated with in house isolate enterobacter cloacae complex enf 13283 and placed in a phoenix m50 to evaluate for mem mic results. At the end of the run, all panels returned the expected mem mic results. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (enterobacter cloacae complex) was meropenem is sensitive while ceftolozane/tazobactam was resistant. No health impact or consequence reported.